Event description:
Global fx humeral trial was accidentally cemented into the pt's humeral canal instead of the actual implant. The taper on a humeral head implant will not lock into a trial humeral stem. The doctor is apprehensive of removing the cemented trial stem in this older pt because the humerus may fracture further.